Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the patient developed a pocket infection. The implantable pulse generator (ipg) system was removed. Antibiotics were administered. Blood cultures were positive for gram positive cocci clusters. No further patient complications have been reported as a result of this event.